Event description:
It was reported that three days post implant, a pre-discharge remote transmission indicated that the right ventricular (rv) lead had diminished sensing since implant and high thresholds. The patient experienced a perforation and pericardial effusion and underwent a pericardiocentesis. It was noted that the effusion was believed to have occurred due to the rv lead location. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.